Event description:
Patient had primary hip surgery done on (B)(6) 2013 with no complications. Patient was doing fine until beginning of (B)(6) and start to complain of groin pain. Components looked well fixed postop and in follow up weeks before revision. (B)(6) 2013 open revision found scare tissue but no damage to implants. Surgeon cleared out scare tissue from joint area and replace mdm liner and head during revision.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
An event regarding pain involving an adm liner was reported. The event was not confirmed. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. In this case additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
Patient had primary hip surgery done on (B)(6) 2013 with no complications. Patient was doing fine until beginning of november and start to complain of groin pain. Components looked well fixed postop and in follow up weeks before revision. On (B)(6) 2013 open revision found scare tissue but no damage to implants. Surgeon cleared out scare tissue from joint area and replace mdm liner and head during revision.